Event description:
Related to MFR report # 2183959-2012-01452. It was reported, by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with "american medical systems miniarc sling system." The plaintiff's attorney alleges that the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.